Event description:
During troubleshooting for a therapy setup issue on the homechoice (hc) device, it was reported that the patient line of a low recirculation/volume apd set with cassette leaked. The leak was from the door of the hc, where the patient line exited. This occurred during setup and before patient connection. The technical service representative (tsr) assisted the care giver (cg) in opening the hc door and removing the cassette. After removing the cassette, the cg stated that the leak was from the patient line but the exact location of the leak could not be identified. The cg stated that they would restart setup with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the device was returned for evaluation. Visual inspection was performed with no issues identified. Leak, clear passage, and clamp function testing were performed with no issues noted. The device was connected to a homechoice machine and allowed to run, and again no issues were found. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.